Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction. Patient was complaining about excessive tubing and cylinder buckling.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated codes. A touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed abrasion on the longer exhaust tube and inlet tube of the pump. No functional abnormalities are noted with the pump either cylinder. The information received indicated there was excessive tubing and cylinder buckling, but because no functional abnormalities were noted with the returned components, this complaint cannot be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.